Manufacturer narrative:
One device was received for evaluation. Review of the device's event history log a high alarm displayed upstream occlusion" and downstream occlusion". To conduct functional testing a delivery accuracy test was performed three times. Upon testing, the device was found to perform within specifications. Service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the pump is not pumping. No patient injury reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.